Manufacturer narrative:
(B)(4). The service engineer (fse) evaluated the device and verified the malfunction. The se replaced the power supply. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had a blank display. The patient was not harmed as a result of the event. The patient was removed from the ventilator and placed on an alternate device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.